Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the mega suturecut needle driver instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the mega suturecut needle driver instrument had a broken cable. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales associate (csa) and obtained the following additional information: the instrument was inspected prior to use. The surgical task being performed was suturing. The instrument did not collide with any other instrument. The instrument jaws opened extremely wide. There were no cables protruding from photo taken ¿ did not check reverse side. No fragment fell inside the patient.